Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's wife reported on behalf of her husband who received "blood drop icon" on the readings and unspecified low readings on the sensor that were off by 30 points compared to unspecified meter. Customer was unable to self-treat and his wife administered 4 units of insulin when the values were 140 mg/dl and above on the unspecified meter. No further information was provided as the caller declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.